Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 552 mg/dl, current blood glucose is 199 mg/dl. It also stated that drive support cap was normal. The customer experience symptoms like nausea, dizziness and blurry vision due high blood glucose. The customer treated high blood glucose with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reported that insulin pump received motor error since high blood glucose began in last few months. The insulin pump will not be returned for analysis.